Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 137 mg/dl at the time of the call. The customer stated that they had not tried different cannula sizes. The customer stated that their cannula is not bent. The customer was advised to try a different insertion site. The customer was sent sample infusion sets to try. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.